Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had exhibited pocket erosion and possible infection. Reportedly, the patient pocket was open. No additional adverse patient effects were reported. The pacemaker remains in service.